Event description:
Additionally, healthcare professional reported rupture and capsular contracture baker grade "iii."

Manufacturer narrative:
Device evaluation: visual analysis identified red encapsulation and an opening. Additional, changed, and/or corrected data. Reason for reoperation: lump and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one device slipped with was corrected", "joint pain, poor eyesight, headache, hair loss, pain in the left breast, palpable lump".

Event description:
Patient reports "one device slipped with was corrected" "pain in the left breast, palpable lump". Patient additionally reported "joint pain, poor eyesight, headache, hair loss"; these events are not device related. The device has been explanted. This relates to the left device.